Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A red alert was detected on (B)(6) 2014 informing that this lead exhibited impedance issues. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).